Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damage to the stent. Microscopic examination revealed no additional damages. Device to device interaction test was performed and the device was able to track over a test guidewire. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found no damage that could have contributed to the reported event.

Event description:
It was reported that the procedure was cancelled while the patient was under general anesthesia. The 75% stenosed target lesion was located in the severely tortuous celiac artery. During the procedure, two medical devices were utilized: a 5.0mm x 15mm x 150cm and a 5.0mm x 19mm x 150cm express sd balloon-expandable stent. The first device was unable to cross the lesion, and upon removal, it was discovered that the shaft had completely detached inside the sheath. The proximal portion was manually pulled, and the detached part was successfully retrieved from the patients body using a snare catheter. Balloon dilation was performed, but blood flow remained poor. The second device also failed to cross the lesion and could not advance within the sheath. Due to another stent being unavailable, the procedure was cancelled. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled while the patient was under general anesthesia. The 75% stenosed target lesion was located in the severely tortuous celiac artery. During the procedure, two medical devices were utilized: a 5.0mm x 15mm x 150cm and a 5.0mm x 19mm x 150cm express sd balloon-expandable stent. The first device was unable to cross the lesion, and upon removal, it was discovered that the shaft had completely detached inside the sheath. The proximal portion was manually pulled, and the detached part was successfully retrieved from the patients body using a snare catheter. Balloon dilation was performed, but blood flow remained poor. The second device also failed to cross the lesion and could not advance within the sheath. Due to another stent being unavailable, the procedure was cancelled. No patient complications were reported.